Event description:
It was reported to philips that etco2 parameter was not working during installation of upgrade. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Progress update: cpe found the root cause was the co2 cable one pin open circuit, returned to supplier for analysis. However, supplier could not replicate the error, co2 cable was sent back to manufactory for further study. H3 other text : cpe found the root cause was the co2 cable one pin open circuit, returned to supplier for analysis. However supplier could not replicate the error, co2 cable was sent back to manufactory for further study.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.